Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, red particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify sharp edge opening in the same edge assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: d4, d10. H3, h4, h6.

Event description:
Physician reported a right side device with capsular contracture baker grade IV, rupture and a double capsule. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture and a double capsule. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Physician reported a right side device with capsular contracture baker grade IV, rupture and a double capsule. The device has been explanted.